Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd894949 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by weakness. Two days prior to receipt of this report, the patient was hospitalized for the event. Treatment for the event was not reported. The cause of the peritonitis was not reported. At the time of the report the peritonitis was resolving, the patient was recovering and dianeal therapy was ongoing. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).